Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in storage of several ventricular tachycardia (vt) episodes. On the same day, the lead also exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The patient was not pacemaker dependent. The patient was seen in clinic. Noise was noted in bipolar configuration without any movement and the lead also exhibited loss of capture (loc) at maximum outputs. In unipolar configuration, noise was able to be recreated with patient isometrics and pacing impedance measurements in unipolar were noted to be within normal limits at 392 ohms. A lead integrity issue was suspected. The physician planned to perform an x-ray. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an x-ray was taken. This lead was noted to be fractured. The fracture was felt to be related to subclavian crush. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in storage of several ventricular tachycardia (vt) episodes. On the same day, the lead also exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The patient was not pacemaker dependent. The patient was seen in clinic. Noise was noted in bipolar configuration without any movement and the lead also exhibited loss of capture (loc) at maximum outputs. In unipolar configuration, noise was able to be recreated with patient isometrics and pacing impedance measurements in unipolar were noted to be within normal limits at 392 ohms. A lead integrity issue was suspected. The physician planned to perform an x-ray. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in storage of several ventricular tachycardia (vt) episodes. On the same day, the lead also exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The patient was not pacemaker dependent. The patient was seen in clinic. Noise was noted in bipolar configuration without any movement and the lead also exhibited loss of capture (loc) at maximum outputs. In unipolar configuration, noise was able to be recreated with patient isometrics and pacing impedance measurements in unipolar were noted to be within normal limits at 392 ohms. A lead integrity issue was suspected. The physician planned to perform an x-ray. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an x-ray was taken. This lead was noted to be fractured. The fracture was felt to be related to subclavian crush. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician scheduled a lead replacement procedure for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise resulting in storage of several ventricular tachycardia (vt) episodes. On the same day, the lead also exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The patient was not pacemaker dependent. The patient was seen in clinic. Noise was noted in bipolar configuration without any movement and the lead also exhibited loss of capture (loc) at maximum outputs. In unipolar configuration, noise was able to be recreated with patient isometrics and pacing impedance measurements in unipolar were noted to be within normal limits at 392 ohms. A lead integrity issue was suspected. The physician planned to perform an x-ray. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that an x-ray was taken. This lead was noted to be fractured. The fracture was felt to be related to subclavian crush. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the physician scheduled a lead replacement procedure for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.